Manufacturer narrative:
(B)(4). The sample is not available. Should additional information become available, a follow up MDR will be sent.

Event description:
The home patient (hp) stated she became disconnected as the transfer set came apart. The technical service representative (tsr) assisted the hp to end therapy. The hp stated the nurse (rn) had been notified. On (B)(6) 2010 product surveillance spoke with the nurse who stated the hp accidentally stepped on tubing and the transfer set tubing was stretched and separated. The rn stated the transfer set was replaced and prophylactic antibiotics were given. The rn stated the patient was doing fine and having no problems with therapy. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: an engineering quality review was completed for this report of a connection issue. The report was not confirmed in the lab due to a lack of sample. Based on baxter's investigation, the root cause was that the patient did not properly disconnect the patient line from the transfer set during therapy. The homechoice patient at-home guide provides instructions on how to emergency disconnect for a short period of time. The lot number is unknown; therefore, a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.